Event description:
During a remote follow up, it was noted the patient had received inappropriate shocks. It was suspected the inappropriate shocks were due to atrial fibrillation and the device programmed settings. Reprogramming was recommended to resolve the event but has not yet been performed. The patient was stable and will continue to be monitored.